Manufacturer narrative:
Concomitant products: omit pri tubing.

Event description:
The customer reported that the plastic piece at the end of the t-connector cracked and leaked blood, requiring replacement of the set. The plastic is cracking when a syringe is attached, either for blood draws or while flushing the tubing. There was no patient harm.

Manufacturer narrative:
The customer complaint a crack and leaking could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the plastic piece at the end of the t-connector cracked and leaked blood, requiring replacement of the set. There was no patient harm.